Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for failed back surgery syndrome and spinal pain. The pump contained fentanyl [1500 mcg/ml] at a dose of 502.8 mcg/day, clonidine [300 mcg/ml] at a dose of 100.56 mcg/day, and bupivacaine [30 mg/ml] at a dose of 10.056 mg/day. It was reported a motor stall was seen at initial interrogation. The patient had not recently had an MRI. A motor stall occurred on (B)(6) 2017, a stopped pump period may exceed tube set message occurred on (B)(6) 2017, and a motor stall recovery occurred on (B)(6) 2017. The hcp did not believe there were any magnetic sources near the pump, but had not ruled it out as of the time of the call. There were no symptoms reported to the patient. There was a possible pump malfunction. The pump was refilled/updated on (B)(6) 2017, and the patient had been in the hospital since that day for reasons not related to the infusion system. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient had gone in for a stem cell implant back in (B)(6) 2017 and got sepsis. The representative reported the patient was very ill and was in and out of the intensive care unit (ICU) from (B)(6) 2017 ¿ (B)(6) 2017. The representative stated the patient was told his pump had stopped working during that time. A review of the pump logs showed a motor stall occurred on (B)(6) 2017 and recovered on (B)(6) 2017. Another motor stall occurred on (B)(6) 2017 at 15:27 and recovered on (B)(6) 2017 at 16:16. The representative stated she was thinking the stalls could have occurred due to the environment the patient had been in (in and out of the ICU). The representative confirmed she was not seeing any other anomalies in the pump logs. The representative stated the patient had not been having therapy issues either which helped confirm the pump was functioning the way it should. The representative mentioned the pump had 9 months until early replacement indicator (eri).